Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relating to the false upstream occlusion alarms. During the eval, the pump alarmed for a constant upstream occlusion alarm when no occlusion was present. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's eval of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.